Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The customer reports the patient was revised to address pain. Doi: (B)(6) 2004, dor: (B)(6) 2011 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is considered closed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/15/15-pfs and medical records received. After review of the medical records for MDR reportability, a correct doi was provided. The revision operative note indicated pain, osteolysis, metal ion levels below 7ppb, no infection, malpositioned cup, and corrosion at the head/neck junction and between the liner and cup. There was no mention of dislocations. Part/lot is being updated for a few implants. Some lot numbers still aren't legible. The complaint was updated on: 7/14/2015.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions, metallosis and metal wear.